Event description:
A report was received that the patient had develop a (B)(6) infection at the midline incision site. Symptoms include redness around the incision site. The physician believed that infection was not device or procedure related. The patient was prescribed with vancomycin. The patient underwent an explant procedure of the leads and the physician elected to keep the battery in place since there was no sign of infection at the battery site. The patient was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description:linear st lead; 50cm model #: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.